Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the tip of the craniotome device was bent. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the device was bent at the tip was confirmed. An assessment was performed on the device which found that the laser etching was worn off and the tip was drilled and bent. It was further determined that the device failed pretest for visual assessment. The assignable root cause of the worn etching was determined to be due to normal wear from the sterilization process. The bent tip was determined to be due excessive side load when using the device causing the tip to be drilled and bent. The assignable root cause was determined to be component damage caused by user error. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.